Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not extend when setting up. When pressing the gantry extend button, it sounded like it was hitting metal and would not extend outward. There was no patient involvement.

Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. Testing revealed that the x-stage cover needed to be adjusted. The rep adjusted the cover and the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.